Manufacturer narrative:
No product was returned for evaluation at the time of this report; therefore, a physical evaluation of the device can not be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event as reported.

Event description:
It was reported that: when the doctor tried to remove the jetstream catheter from the guidewire, he could not. The guide was stuck in the catheter. He therefore had to remove the guide and the catheter when he wanted to leave the guide in place.